Event description:
Pt called stating that her IV remodulin pump sn #(B)(4), mnt due date (B)(6) 2019 is showing the error code #1720. Informed pt that the pump will need to be replaced. Pt currently has 14ml remaining in her cartridge with the non-malfunctioning pump that is currently running. Pt was setting up for next pump/cartridge change. Device malfunction: did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Reported to (B)(4) by: patient/caregiver. Dose or amount: IV remodulin 60 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.